Event description:
While using a byte day aligner, a patient experienced posterior open bite and will require treatment to correct. Doctor advised patient to immediately stop byte aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.